Event description:
During incoming inspection at covidien (B)(4) , the device sounded an activation tone even though the activation button was not pressed. There are no injuries involved.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.